Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the she needs assistance on user setting screen. Customer's blood glucose was unknown mg/dl. The customer was assisted with navigation to user settings. The customer was able to successfully access the user settings menu.